Event description:
It was reported that after the probes were placed to begin the rfa procedure, the generator was unable to deliver power. An error message was displayed indicating the probe was unsafe, so the procedure was abandoned. Afterwards, troubleshooting was done, and it was found that port 1 was not working and unable to deliver energy because it was facing the wrong way.

Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Correction: reportable aware date.